Event description:
It was alleged that the unit presented a defect in surgery. There were no reports of any adverse consequences.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.